Event description:
It was reported that the patient's device may not be "working properly". Suggested monitoring of the device, and the device is believed to still be in use. No patient information was received and a device cannot be identified. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined.